Event description:
It was reported through a journal article that one knee required prosthesis removal due to a skin problem with subsequent arthrodesis, and the knee was reconverted to total knee arthroplasty approximately 2 years post-op. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: unknown - unknown nexgen femoral component - unknown . Unknown - unknown nexgen articular surface - unknown . G2 : foreign country : south korea. G2 : citation: kim, y.h., park, j.w., jang, y.s., kim, e.j. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. Jbjs. 2025;107(19):2178. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.